Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and without the device to analyze, a cause for the reported mechanical issue resulting in leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitra clip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report that the sgc hemostatic valve did not work properly [leak]. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4 and prolapsed p2/p3. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed in the central part of the valve with no issues, reducing mr to 2. A second cds was advanced and the clip was placed with good mr results. During clip deployment, there was resistance noted with the lock line and it was decided to stop as there was a suspect of a knot. The clip was able to open to 120º but there are difficulties to open more than 120º. It was decided to remove the cds, but the physician thought it could be dangerous to pull back the clip at 120º to the left atrium. So, it was decided to deploy the clip and remove the lock line at the end of the process. However, at the moment of releasing the clip, the clip opened. Therefore, it was decided not to use the clip. The clip was withdrawn to the right atrium but was not able to cross the septum and required a loop catheter to retrieve the clip. The clip was withdrawn to the access vein site and required surgical removal of the clip. The patient was stable, and mr remained at grade 2. Additionally, during preparation of the first steerable guide catheter (sgc), the hemostatic valve did not work properly. This sgc was not used in the procedure. No additional information was provided.